Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information received indicated that the patient experienced recurrent blood clots and shortness of breath post filter implant. The patient also reports discomfort and mental anguish cause by the filter and an unsuccessful removal attempt. However; there have been no documented attempts to retrieve the filter. According to the medical records the indication for the filter implant was a history of several episodes of left leg deep vein thrombosis (dvt) and a poor candidate for anticoagulation. The patient was also noted to have a history of peripheral vascular disease. The filter was placed via the right common femoral vein and the filter was deployed in an infrarenal location. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Due to the nature of the complaint the reported discomfort and shortness of breath could not be further clarified, nor a cause determined. Shortness of breath, anxiety and discomfort do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine what factors may have contributed to the reported events. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information received indicated that the patient experienced recurrent blood clots and shortness of breath post filter implant. The patient also reports discomfort and mental anguish cause by the filter and an unsuccessful removal attempt. However; there have been no documented attempts to retrieve the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Due to the nature of the complaint the reported discomfort and shortness of breath could not be further clarified, nor a cause determined. Shortness of breath, anxiety and discomfort do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine what factors may have contributed to the reported events. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. It was reported that a patient underwent placement of a trapease vena cava filter. The information received indicated that the patient experienced recurrent blood clots and shortness of breath post filter implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Shortness of breath does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine what factors may have contributed to the reported events. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: continuous, recurrent blood clots, and shortness of breath.